Manufacturer narrative:
Na.

Event description:
Info was rec'd that this epicardial lead exhibited high pacing threshold. Add'l info obtained indicated that this lead was capped, surgically abandoned and no longer in service. No adverse pt effects were reported.